Event description:
This is report number 1 of 1 for complaint report number (B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history record has been requested.

Manufacturer narrative:
The device was used for treatment, not diagnosis. An investigation was done and it states that the motor of the electric pen drive does not react according to the specified values when driving it with the hand switch. This epd has been dismantled and checked for conformance; a faulty sensor was detected. Unfortunately the exact reason for this occurrence could not be determined so far and this matter is still under investigation at the manufacturing site. An internal investigation was also conducted. Placeholder.

Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding an electric pen drive. It was reported that during an unidentified procedure, the epen would not stop when the hand switch was turned off and when the hand switch was taken off the hand piece. The epen did not stop moving when the surgeon stopped burring. The epen with burr drilled into the sterile cloths on top of the patient. Reportedly this did not cause any harm to the patient. This is report number 1 of 1 for complaint report number (B)(4).